Event description:
As reported by the user facility: customer was only able to provide the information that the pump did not infuse properly and that there was no patient injury. Did not known if it was an over or underinfusion. Additional information from risk manager: on (B)(6) 2014, at 7 am shift change:, 7:08:48 pump history reflects rate of 5ml/hr - the day nurse noted the pump infusion rate 20 ml/hr, the night nurse who was also in the room at the time stated she had set the pump at 5ml/hr (the pump history does not reflect a rate of 20ml/hr, although viewed by both nurses). At 7:09:05, pump history reflects rate change to 3ml/hr - the night nurse changed the rate to 3ml/hr. At 7:16:43 pump history reflects rate of 23 ml/hr - both nurses were still in the room noted the pump auto changed to 23ml/hr, the nurses claim they did not change the rate.

Manufacturer narrative:
(B)(4). The actual device involved has been received for evaluation and the investigation is ongoing at this time. A follow up report will be provided when the investigation results become available. (B)(4).